Event description:
It was reported that the user accidentally started a freestyle libre 3 plus sensor in the libre mobile app, which prevented pairing with the ilet and required placement of a new sensor for use with the ilet; the agent provided education and guided the user through ilet and ilet mobile app steps to start the replacement sensor warmup, consistent with an interoperability issue and an incorrect procedure. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the libre app and the ilet due to scanning with two different platforms, attributable to user procedure rather than a device component, and the component term was not applicable. T was concluded, based on previously established findings for similar reports, that the cause was user error related to device pairing workflow."